Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6)2024. The patient experienced sensor failure after warmup which occurred 3 days after the sensor had been inserted in the arm. On (B)(6)2024, the patient uses tandem tslim reportedly not in modified closed loop. According to the report, the devices were working before going to bed. The last known continuous glucose monitor (cgm) reading was not provided. When the patient woke up, the app showed sensor failure. The patient experienced vomiting and was taken to the emergency department. At an unspecified time, the patient lost consciousness. In the hospital, the bg was 954 mg/dl. The patient was treated with IV insulin and dextrose. The patient reportedly wakeup after 2 days and was in the intensive care unit (ICU). She was treated for other conditions including kidney failure, liver and stomach bleeding. At the time of the report, the patient was still in ICU nauseated with abdominal and throat pain. There was no documentation of further medical evaluation or intervention. Data investigation confirmed a sensor failure as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 codes: health effect - clinical code - e0747 sore throat.